Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was found to be in back-up mode due to a magnetic resonance imaging (MRI) procedure. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-63634, the same issue was previously reported as 2017865-2024-63279.